Event description:
Information was received indicating both pumps with a cadd cassette reservoir attached exhibited ?no disposable" alarms and the user has been having cassette issues over the last six months. It was reported the patient mixed a new cassette which resolved the issue. Per reporter the end user reported lowering velletri pump rate to 66ml over 24 hours at last consult, but the user immediately had shortness of breath and the doctor directed the patient to go back up to 71ml over 24 hours.

Event description:
Information was received indicating both pumps with a cadd cassette reservoir attached exhibited? No disposable" alarms and the user has been having cassette issues over the last six months. It was reported the patient mixed a new cassette which resolved the issue. Per reporter the end user reported lowering velletri pump rate to 66ml over 24 hours at last consult, but the user immediately had shortness of breath and the doctor directed the patient to go back up to 71ml over 24 hours.